Event description:
It was reported that the explanted device was never submitted to the pathology department in the explanting facility; likely indicating the explanted device is not available for return. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanovas employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects or malfunctions. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient was referred for full revision. During revision surgery high impedance was seen. The generator was changed and the high impedance remained after 3 interrogations (no mention of diagnostics). The leads were visualized to be without damage. The patient was closed (with high impedance). Their device is currently disabled. The suspect product remains implanted in the patient. The patient is referred for a lead revision. The surgical team believes the lead may be the issue. No test resistor was used during troubleshooting therefore neither device can be ruled out as the suspect cause. Pin insertion was attempted with no change in impedance (remained high) no additional known relevant surgical intervention has occurred to date. No other relevant information has been received to date.